Manufacturer narrative:
Model number/catalog number: sc-2352-50. Serial number: (B)(4). Batch/lot number: 13924076/13924076. Model/catalog description: linear 3-4 lead 50 cm.

Event description:
A report was received that the patient was experiencing numbness all over the body and other issues after the ipg pocket site was moved (MFR no. 3006630150-2012-00947). The patient underwent an explant procedure.